Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturer representative reported that with the loss of stimulation, there was a return of pain and rsd symptoms. The issue was identified, as described by the patient, when she went for a run and felt a "pop" sensation followed by the loss of "tingling sensation" in the affected ankle and foot. It was noted there were no out-of-range electrode impedances. In addition to the x-ray, the diagnostics/troubleshooting included reprogramming of the patient. The affected lead that was replaced with a new lead will be returned. The issue resolved and the patient was alive with no injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The company representative (rep) reported a loss of stimulation to the left foot and ankle. The patient reported no single event that led to the change. The rep met with the patient and reprogramming attempts were made. Impedances were checked and they were all over 10000 ohms. The physician was made aware. X-ray was ordered and the physician will evaluate. A surgical intervention was scheduled for (B)(6) 2015. The rep later noted that the physician reported the x-ray showed slight change from original implant. The rep did not cover the surgery case but did follow up with the patient to see how she was doing. Her stimulation was covering the needed area that was restored following the revision. The loss of therapy issue had been resolved. The indication for use was non-malignant pain, other chronic/ intract pain (trunk/limbs), and rsd/causalgia-complex regional pain syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.